Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a circulatory support pump was placed using right-side surgical access through the axillary or subclavian artery. The device remained in use at the time of the report. During support, the patient developed a hematoma at the access site and the nurse also noted that the patient is currently receiving both heparin and cangrelor. No additional information regarding patient condition, device performance, or expected product return was available, and the patient continued to receive ongoing support.

Manufacturer narrative:
This follow-up report is being submitted to correct previously reported h6 health effect ¿ impact and h6 medical device problem codes based on new information received, and to provide explant date and patient outcome. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b is being updated to include explant date. The originally reported impact code f12 (serious injury / illness / impairment) was not applicable to this event. The impact code has been updated to f2303 (medication required). The originally reported problem code a24 (adverse event without identified device or use problem) was also not applicable to this event. The device problem code has been corrected to a141102 (increase in pressure).

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support and experienced bruising and the pump alarmed for high purge pressure/purge system blocked during support. On the 7th day of support, the patient developed bruising down their right side, stemming from the impella access site. It was noted that the patient was receiving both heparin and cangrelor. On the 31st day of support, it was reported that the pump alarmed for high purge pressure and purge system blocked. Tissue plasminogen activator was added to the purge solution which resolved the purge alarms. The device was later explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of injury could not be determined as limited clinical details were provided. The cause of the product issue could not be determined as no product or logs were returned for evaluation.